Event description:
During a supraventricular tachycardia ablation procedure using a livewire ep catheter, a pericardial effusion occurred. The livewire ep catheter was placed in the coronary sinus and the patient became hypotensive. An echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed. The patient stabilized and was transferred to the ccu for observation. The patient recovered well. There were no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.